Manufacturer narrative:
(B)(4). Additional conclusion code applies to the desktop charger (serial number (B)(4)).

Manufacturer narrative:
Concomitant medical products: product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 97754, serial# (B)(4), product type: recharger. Product ID 37761, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the patient was seeing a poor communication screen on their patient programmer. The patient tried using their recharger and they could not communicate with their implantable neurostimulator (ins). There was also a bent and loose connector pin on the desktop charger. The patient was experiencing pain. The patient's therapy had been working intermittently since (B)(6) 2015 and the patient had a fresh case of shingles so they were screaming in pain.